Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "uncuffed endotracheal tube hub was removed for placement of y- suction adapter, ett split down middle on the radiopaque line. Ett was cut below split, hoping to place y adapter below split. The ett continued to split down the radiopaque line. Because there was no safe way to attach a ventilator to the ett, the patient required reintubation with a different brand ett and additional medications."